Event description:
A home pt contacted baxter's technical service center regarding a low drain alarm. The home pt observed fibrin in the pt line. Baxter's technical service rep assisted the home pt in ending therapy early. The home pt will contact the peritoneal dialysis (pd) nurse. No pt injury or medical intervention was indicated at the time of the initial report. A follow-up call was placed to the pd nurse. No pt injury or medical intervention was indicated at the time of the initial report. A follow-up call was placed to the pd nurse in 1/2006 for additonal info regarding report of fibrin. The pd nurse stated the home pt presented to the emergency room with unk symptoms in 2005 and was admitted for peritonitis. The home pt was treated with ancef ip and fortaz ip in the emergency room. A culture was taken and returned no growth. The home pt was discharged the next day. The pd nurse stated one dose of vancomycin 2grams ip was given in the dialysis center. The cause of this peritonitis episode is unk. No add'l info is known.